Event description:
The patient reported that he was dizzy over the past two weeks. Atrial lead impedance was 105 ohms. The p-waves varied from 3.0 mv to 0.3 mv with successive tests. In the atrium there was no capture at 7.5 v, 1.5 ms. An x-ray showed clavicular crush.

Manufacturer narrative:
No medwatch form was received.